Manufacturer narrative:
The technician tightened the ground connection to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the bed had a high ground reading. No injury reported.